Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 152 mg/dl. Troubleshooting was performed. The customer stated that the last time she changed the infusion set was more than a week ago. The customer also stated that she went to sleep and woke up in the morning with her insulin pump alarming no delivery. The customer stated that she woke up ill and was throwing up. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.